Event description:
Additional information was received from a patient (pt). It was reported that they saw a manufacturer representative (rep) and the rep told them to call for controller replacement because they could not charge the implantable neurostimulator (ins). Patient stated rep updated their programming so they will charge the ins every 1.4 days. Patient services (ps) asked patient to inspect the recharger for visible damage and patient said there is no damage on the recharger (rtm). Patient stated they get looking for device, not finding device and poor quality when they are trying to recharge the ins. Patient services (pss) asked patient to connect and controller shows ins 80%, controller 100% charged. A replacement rtm was sent out.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was caller stated that ever since they had the implant they've had problems with finding the right place to charge the implant, but now in the last two days the implant battery has been at 100% even though they haven't charged it in 24 hours. Caller added that the controller battery is at 30% and the implant is at 100%. Caller stated they have tried resetting the controller because their rep had said to reset the battery now and then, but that hasn't resolved the issue. Caller added that their pain has returned to what it was before the implant. Agent had caller turn on the controller. Caller verified stimulation is on. Caller noted that yesterday or the day before they had noticed that something said stimulation was off but they turned it back on. Caller switched from group b to group a this morning and confirmed they felt no difference in their pain. Caller stated they have spent an hour trying t o connect to the implant to charge today but can't find the right spot. Agent had patient verify that they were looking at the implant battery which has remained at 100%, and caller confirmed the controller was at 30%. Agent had caller verify stimulation was on and the intensity in the programs was set above 0. Agent recommended caller follow up with their healthcare provider for in person troubleshooting.